Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist discovered that the slash marks had also been sent to the customer's advia centralink as slash marks, and the centralink held the results. The operator reviewing the results interpreted the slash marks as a 0.0 and entered 0.0 as the results to be reported. A customer bulletin has previously been sent to customers to notify them that the slash marks mean that there was a calculation error. The bulletin states: "under no circumstances should you interpret a calculation error as a valid result." The cause of the slash marks being reported to the physician(s) as 0.0 results is a user error. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia 1800 instrument ran one patient sample for gentamicin and the instrument produced an error code (/////) instead of a numeric result. The operator reran the patient sample and obtained slash marks again. The slash marks were reported out as a result of 0.0 to the physician(s). The physician(s) questioned the result because the patient had been given gentamicin. The next day, the incident of slash marks being reported as a 0.0 result recurred on a sample from the same patient. A sample from the patient was sent to a laboratory at a different hospital and a result was obtained and reported to the physician(s). It is unknown what methodology was used to obtain the result at the other hospital laboratory. There are no known reports of patient intervention or adverse health consequences due to the slash marks being reported as 0.0.